Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 300 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting and high blood pressure. In addition the patient reports they had fallen. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed with dka as well as complications of upper gastrointestinal bleeding. The patient reports their o2 levels had dropped multiple times. The patients pod was removed in the hospital when it has expired. The patient had a x-rays as well as a blood culture, ultra sound and a computerized tomography and (cat) scan performed. The patient was treated with an insulin drip. The patient was prescribed metoclopramide (10 ml) to be taken every 6 hours as well as pantoprazole sodium (40 mg) to be taken once daily and ondansetron (4 mg) to be dissolvable on the tongue as needed. The patient was discharged from the hospital after 6 days.